Event description:
It was reported that on (B)(6) 2022, a 29mm portico valve (19258269) was chosen for implant for a transcatheter aortic valve replacement. The aortic valve calcification was severe. The patient's aortic annulus perimeter was 80.2mm, and perimeter derived was 25.5mm. The aortic annulus area was 497.3mm^2, and the area derived was 25.2mm. During procedure, the valve was successfully deployed in the desired position in the aortic annulus. Approximately 30 to 35 seconds after the valve was implanted, the valve migrated out of the annulus. A second 29mm portico valve (19359176) was implanted within the first valve, via valve-in-valve procedure. Patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve migration out of the annulus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received that the delivery system used to deploy the first 29mm portico valve (19258269) was a large flexnav delivery system (lot 8382912). For the first valve, the starting implant depth at deployment was 3 mm. There were no difficulties deploying the valve, and the valve was not re-sheathed prior to deployment. The final implant depth at release was 3 mm. There was no tension in the delivery system at the time of final deployment. It was reported that there were no issues with the delivery system during procedure. The patient did not have a horizontal aorta. A post-dilatation on the implanted valve was not performed. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of valve migration. The physician did not snare the first valve after it migrated. The migrated valve did not block a coronary artery or arteries. After the second valve was successfully implanted within the first valve, the gradient was normal.